Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections have been updated: reported event was confirmed by review of actual device received. Device history record (DHR) was reviewed with no deviations. The root cause of the reported event cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the sleeve on the tip of the inserter was fractured. The implant thus cannot be assembled properly with the instrument. Attempts have been made and additional information on the reported event is unavailable.